Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display without first receiving a low battery warning. Customer states that insulin pump shut off even after battery change. Customer's blood glucose was 150 mg/dl. Customer did not have a new battery in order to complete troubleshooting. Customer was advised that battery cap would be replaced.